Manufacturer narrative:
(B)(4). Approximately three weeks after the onset of peritonitis, the patient passed away due to an unspecified condition. Dianeal therapy was not ongoing until the time of death. The patient had not yet recovered from the peritonitis prior to their death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for unrelated medical conditions. Five days after hospitalization, the patient experienced bloody peritoneal effluent (a manifestation of peritonitis). The patient was treated with intravenous vancomycin 1g per day (duration not reported) and intravenous amikacin 500 mg per day (duration not reported) for peritonitis. On an unknown date the vancomycin was switched to intravenous ceftazidime (dose, frequency, and duration not reported). During hospitalization the patient was transferred to the intensive care unit (ICU) for an unrelated medical condition. The patient¿s pd catheter was removed nine days after the event onset, and the patient was switched to hemodialysis. At the time of this report, the patient remains in ICU in critical condition and has not recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.